Event description:
The affiliate reported that after different testing of the certas valves in different patients, the surgeon has reported that the instrument does not read the valve correctly. The problem has been noted through another programming instrument of the same kind and radiographic confirmed the real setting of the valve. It was not a surgical procedure but it was to check the settings of the certas valve. A different certas programmer was used to complete the procedure.a xray was required to confirm the valve setting as the tms did not. No adverse events to the patient have been reported.

Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.

Manufacturer narrative:
It has been communicated that the device is not available for evaluation. Without the device it is not possible for codman to conduct a proper investigation. If at some point the device does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed. Device not returned.

Manufacturer narrative:
This report is being filed from malfunction to serious injury.

Event description:
The affiliate reported: after different testing of the certas valves in different patients, the surgeon reports that the instrument does not read correctly the valve. The problem has been noted through another programmation instrument of the same kind and radiographic confirm of the real setting of the valve. It was not a surgical procedure but it was a check of the certas valve settings, to complete the procedure it was used a different certas programer. No patients adverse consequences have been reported. An x-ray was required to confirm the valve setting as the tms could not. This report is being filed from malfunction to serious injury.

Manufacturer narrative:
Upon completion of the investigation it was noted that this complaint has been re-opened as the device was returned for investigation. The evaluation of the product did not confirm the complaint. The programmer appears to be fully functional as received. A control valve was used and it was verified that this programmer could change the valve to the desired pressure without any anomalies. The complaint could not be duplicated in the clinical setting. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.